Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was at the time of incident was unknown. The customer's most current level was 497mg/dl. The customer states they treated the high with manual injections. Troubleshooting was conducted. The pump was able to prime and was found to be operating as designed. The customer was advised the alarm was caused by connection issue. The customer was advised to monitor the device and call back if issues persist.